Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead measuring 5.3 cm. A full breach degradation of the outer insulation was noted 4.5 to 4.6 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.